Event description:
During a laparoscopic bilateral tubal ligation, the surgeon inserted the falope ring applicator and the tips were used to grasp around the left fallopian tube. As the graspers were closed and brought up into the falope ring applicator, the tube was cut in half from the device. This procedure was repeated and again the tube was cut by the device. The surgeon determined the applicator was defective and proceeded to use kleppinger cautery to ligate the left fallopian tube. The surgeon applied to the falope ring applicator to the right fallopian tube. The surgeon grasped the fallopian tube and brought it up into the clamp, however, not very big buckle of tube was noted and the ring was not able to be used. The surgeon proceeded with the kleppinger cautery to ligate the right fallopian tube. No longer stay for pt was noted.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.